Event description:
As reported by turkish affiliates, during a tf tavr procedure, a 26mm sapien xt valve was positioned 50/50 in the aortic annulus. Due to the anatomy of the patient (sigmoid septum), the valve popped up during inflation. The valve landed 100% aortic and was pulled to the safe place with the balloon. The valve was implanted at the aortic arch. The head physician decided to implant a second 26mm sapien xt valve by two-stage inflation technique. The second valve was positioned and deployed 60/40 aortic/ventricular which was satisfactory for the team. The patient left in stable condition. The patient¿s native annulus measured 24mm2 by CT, with bulky/severe native annular calcification and bulky/severe native leaflet calcification, and mild aortic root calcification.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the aortic embolization cannot be confirmed. It is likely that patient factors (sigmoid septum, bulky/severe native annular calcification, and bulky/severe native leaflet calcification) contributed to the embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.